Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was leaking the following information was received by the initial reporter with the following verbatim: I hope you are doing good. We recently encountered issues with mpn# 10013902 sap# 514473 smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector 0.2 micron filter . It was noted in a recent incident n/s started leaking from filter - where the tubing with clamp is attached. And in a previous incident, the line seemed to be blocked. Details of the incidents and product lot numbers are included in the complaint form. We have secured a sample of the effective product.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was leak and fluid blockage. One sample model 10013902, lot 23089287 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and unable to be flushed with water. Visual inspection under a microscope showed signs of excess solvent. No observation of leakage was observed. The customer complaint was verified and a quality notification was sent to the manufacturer with regards to the fluid blockage. From the manufacturer's investigation, the cause of the excess solvent is due to opportunities in the bushing of the solvent dispenser. This failure mode was addressed and released on january 26th, 2024 to improve the consistency of the solvent application between components, change of solvent dispenser bushing. A device history record review for model 10013902 lot number 23089287 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on 18aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.